Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that the upper and lower cases, ring cover and battery drawer were broken and contaminated, the battery contacts were contaminated and compressed, the battery release, heart block, battery release o-ring, battery flex and battery drawer o-ring were contaminated and that the lead flex cover was corroded. (B)(4).